Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during device evaluation: the insertion part charge coupled device was broken. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by component failure. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was identified during maintenance. There were no reports of patient involvement.